Manufacturer narrative:
Internal reference number: (B)(4). özmen e, yagci tf, yildirim am, altan m, ersen a, saglam y. Risk factors for early implant failure in geriatric intertrochanteric fractures treated with twin interlocking derotation and compression screw cephalomedullary nail (intertan). Acta chir orthop traumatol cech. 2024;91(5):289-295. English. Doi: 10.55095/achot2024/054. Pmid: 39496195. This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on literature review "risk factors for early implant failure in geriatric intertrochanteric fractures treated with twin interlocking derotation and compression screw cephalomedullary nail (intertan)", one (1) patient who initially underwent internal fixation surgery with an intertan nail from august 2012 to august 2017, to treat intertrochanteric femur fracture, suffered from intramedullary nail fracture 2 months after index operation. The measures taken to resolve this event, if any, are not known at this time. Patient outcome is not known. No further information is available.